Manufacturer narrative:
Device received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor the motor was tested outside the device and passed. Unit received with cracked battery tube threads. Device received with scratched lcd window. Device received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive when she was trying to enter carbs for a bolus. Device alarmed a button error alarm after a battery change. Customer's blood glucose was 401 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.